Event description:
The event was reported by the sales rep the doctor was performing a subacromial decompression and, when the doctor tried to activate the vapr 3 unit with the footswitch (yellow pedal), the doctor received an electrical shock throughout his body. The footswitch was swapped with another footswitch and the case was completed with no pt consequence. One device to be returned for analysis by the customer. Surgeons statement to the mitek rep: thanks for your prompt response. Yesterday I was taking the drapes off the pt and was standing in quite a bit of water when I felt several very small jolts on my torso. It felt like a low voltage shock. We looked around to see what could have been causing this sensation. It was determined by the nurses and anesthesia that the vapr foot pedal was the most likely culprit based mostly on its proximity. Someone also mentioned "exposed/worn wires" on the vapr foot pedal. I do not know whether or not the vapr was the reason for the slight shock or whether it was something else. I did not see the wires in question. I just kept working, oblivious to the ramifications. I appreciate your quick and through response to this despite the lack of hard evidence linking your product to the episode. Obviously, it would be bad if an anesthetized pt had a serious, preventable problem. Let me know how I can help. I will talk to the nurses about other potential sources as well. Also see associated MDR 1221934-2009-00324.

Manufacturer narrative:
Mitek retrieved both the vapr and the associated footswitch. Both devices were visually examined and thoroughly tested. The footswitch was evaluated visually and it is noted that it appears in the ready to use condition; no damage and no anomalies. Functionally, the footswitch was integrated into the mitek vapr test system and the device worked as intended. An electrode was hooked up to the handpiece and they were recognized by the generator with the proper defaults appearing on the generator console. Further, when power was applied through both foot pedals of the footswitch it was evident at the working end of the electrode. This procedure was performed several times to preclude intermittent failure. No fault found. The vapr generator had some minor cosmetic issues to it's chassis, but other than it appeared in good condition. Also this device was subjected to a thorough functional testing to include electrical safety tests. Could find no fault with this device, it ran well within its designed and manufactured parameters. We cannot discern a root cause for the reported experience. We believe that the cause for the event lies elsewhere. At this point in time, no corrective or further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.